Event description:
It was reported that the system 9800 image display intermittently blanked out creating delay. There was no adverse patient involvement reported. There was no patient information reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. It was determined that the ccd camera, video controller circuit board and the associated power supply were defective and were placed on order to be replaced. No further problems are anticipated once repairs are affected at which time the system will be placed back into service. An additional report will be generated and submitted if further information becomes available.